Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hls set became dislodged from the cardiohelp and the perfusionist was not able to reconnect the disposable to the cardiohelp device. The failure occurred during treatment. The patient expired. The disposable as well as the cardiohelp are in quarantine and the customer reports that this will be filed with the FDA as an sre. The affected cardiohelp device will be investigated in complaint# (B)(4). Complaint ID# (B)(4).

Manufacturer narrative:
On 2023-08-02 the information was received that the patient did not expire. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).